Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 37-38 mg/dl. The customer consumed carbohydrates to treat the bg. Troubleshooting with tandem technical support indicated that pump battery was depleting rapidly due to the customer wearing the pump against their skin. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.